Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure and the image was not displayed. The cause of the occurrence of cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head's image had interference. The issue was found during a therapeutic trans urethral resection in saline procedure that was completed with the same device without delay. There were no reports of patient harm and the patient was not under anesthesia.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; there was no image due to a defective cable. The additional evaluation findings are as follows: the coupler was discolored in many places. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.